Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that sensor had no electrode. Customer¿s blood glucose was 140 mg/dl. Nurse stated that sensor did not flash after connecting the sensor and chose option find lost sensor but still does not work. Sensor will not be returned for analysis.